Event description:
It was reported that the customer may have experienced high blood glucose levels and had issues using the sensor. The customer stated that the sensor would be inserted for 1 to 2 days but the insulin pump never showed that the signal was picked up. He was unsure of the blood glucose reading, stating that it was approximately 210 mg/dl, but his meter showed that it was greater than 400 mg/dl. He stated that another sensor had a similar issue, during which the blood glucose reading was over 300 mg/dl, compared with the sensor glucose reading of 150 mg/dl. He noted that sometimes the sensors had bent cannulas, as well. He added that the insulin pump alarmed weak signal. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.